Manufacturer narrative:
The reported reader (B)(6) has been returned and investigated. Performed a visual inspection on the returned reader and no issues were observed. Scanned a known good sensor with the reader, and no error messages were observed. The reported sensor was not returned for investigation. Since the issue was for a potential scanning issue, the sensor is required for investigation. No malfunction or product deficiency was identified with the reported reader. If the reported sensor is returned, an investigation will be performed and a follow-up will be submitted.

Event description:
A customer reported, receiving a ¿start new sensor¿ error on the adc freestyle libre sensor. After (B)(6) days of wear. The customer further reported, being hospitalized and a discrepancy reading of ¿0.6¿ was received between the sensor and the hospital¿s meter. No treatment details were provided. And attempts to gather further information have been unsuccessful. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor, libre sensor kits, and libre reader were reviewed and the dhrs showed the libre sensor, libre sensor kits, and libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a ¿start new sensor¿ error on the adc freestyle libre sensor after 3 days of wear. The customer further reported being hospitalized and a discrepancy reading of ¿0.6¿ was received between the sensor and the hospital¿s meter. No treatment details were provided and attempts to gather further information have been unsuccessful. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Performed visual inspection of the reader and no issues were observed. Sensor successfully communicated with reader. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, severed sensor tail was observed. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) was performed and all results were within specification. This issue is therefore not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a ¿start new sensor¿ error on the adc freestyle libre sensor after 3 days of wear. The customer further reported being hospitalized and a discrepancy reading of ¿0.6¿ was received between the sensor and the hospital¿s meter. No treatment details were provided and attempts to gather further information have been unsuccessful. There was no report of death or permanent impairment associated with this event.